Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was having intermittent issues with the ipg not functioning properly. It was mentioned that the patient had constant charging burden. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.